Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. Customer stated that battery compartment was crack. Customer stated that retainer ring was not damage. Customer stated that there was no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device pass displacement test. Device received with cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).